Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the screen. The customer's blood glucose at the time of the incident was not provided. The customer stated that the insulin pump screen had scratches that made the screen difficult to read. The customer also reported having no delivery errors and battery issues. Troubleshooting was not provided the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had minor scratched lcd window.